Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-0675911 the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one tapered screw-vent implant (tsv4b13) was returned for investigation. Visual evaluation of the as returned product identified that the collar was fractured. Additionally, there was bone/blood residue around the external and internal threads due to usage. The external threads were also damaged possibly during the removal process. Device history record (DHR) review for the lot (63794507) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63794507) for similar events/complaints and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 46 (fdi). Crown was moving, when unscrewing it doctor noticed that implant's head was broken.